Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found foreign material in the nozzle. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.